Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 37 occurrences of containing foreign matter, 100 instances of air bubbles, and 3 cases of label issues before use. The following has been provided by the initial reporter: fm in gel x35, defective marking x3, dirty tube x2, air bubbles in gel x100.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 37 occurrences of containing foreign matter, 100 instances of air bubbles, and 3 cases of label issues before use. The following has been provided by the initial reporter: fm in gel x35. Defective marking x3. Dirty tube x2. Air bubbles in gel x100.